Event description:
A patient having a c-spine MRI, weighed 260lbs. Arms touched side of scanner. A blanket was placed over their arms to avoid arms touching side of scanner. When scan complete, the patient complained that their elbows were very hot. Some redness was noted on elbow area. Pt. Refused to be seen in ed that day but called the next day to report their elbow was still burning. We are unaware of any permanent injury.